Event description:
In 2006, a patient experienced an anaphylactic reaction immediately after a laryngoscopic examination for his pharyngeal tumor. His symptoms included tachycardia, runny nose and general urticaria. These symptoms improved following treatment with chlorpheniramine and hydrocortisone. He prolonged his hospitalization because of the event. He had procedures performed several times for the laryngoscopic analysis during the previous ten months. The patient had another laryngoscopic procedure after the event without incident.